Manufacturer narrative:
Other: wheel; outer base tube weldment.

Event description:
It was reported that the wheel broke off while moving the stretcher to an equipment room after transporting a 700 lb pt. There was no reported pt involvement or adverse consequences.